Event description:
A microscopic examination of the injection site found the cap component was not completely welded, and the cap exhibited a crack at the parting line. To further improve co's safeline product line, product engineering is currently qualifying a new injection cap subassembly design. The redesigned cap assembly is more robust, as a result of the use of improved welding parameters. Co expects that the qualification process will be completed within the next few months. No defects or abnormalities were identified with the safeline clip lock cannula returned (nf9200).